Event description:
Complainant alleged that while attempting to monitor a 60-year-old-male patient, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive debug and final testing without duplicating the report. The defib connector was replaced as a precaution. The device was recertified and returned to the customer with a new multifunction cable. The multifunction cable used was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.